Manufacturer narrative:
Clinical assessment was completed based on the received medical records. The reported type ia endoleak was confirmed. The event is most likely user related (graft placed low at implant). The report of migration was unconfirmed due to a lack of comparative imaging. Procedure related harms for this event could not be determined. The final patient status was reported to be discharged in good condition back to the skilled nursing facility. The manufacturing lot evaluation was unable to be performed as the lot number was unknown. The device remains implanted; therefore, no device evaluation was completed. No additional investigation of this reported event is planned; however, if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Corrections: b2: outcomes attributed to adverse event - updated. G1,2: contact office- name has been updated. H6: result code ¿ remove 3233. H6: conclusion code ¿ remove 11.

Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies have been requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An ovation ix abdominal stent graft system was implanted, on an unknown date, to treat an abdominal aortic aneurysm. A resent angiogram identified a large type ia endoleak and it appeared that the main body had migrated down. It is unknown if the graft was placed here at the initial procedure. The index case information is unknown as the patient cannot recall where or when the index case was completed. The patient is being monitored.